Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer states that all sponges came with frayed edges. No sample available.